Manufacturer narrative:
Despite requests from the manufacturer, the device was not returned to msi. Since the associated product was not returned to msi for investigation within 30+ days, the complaint was closed per pmf-q2-001.

Event description:
Patient underwent a laparoscopic ovarian cystectomy. Intraoperatively, monopolar scissor cauterized at the junction between the scissor tip and handpiece handle causing left iliac artery bleed with 1000 cc blood loss. Patient required one unit of prbcs transfusion. Vascular surgery and general surgery consulted, and patient underwent emergency laparotomy with left external iliac artery repair. Unknown extended anesthesia time. Laparoscopic ovarian cystectomy procedure started at 09:52. Incident occurred around 11:00 and patient underwent emergent laparotomy with left external ilian artery repair. Procedure ended at 13:22.

Manufacturer narrative:
At this time, msi is awaiting the device back from the hospital so a full investigation can be conducted. Once the investigation is complete and more information is available, a final adverse event report will be submitted.

Event description:
Patient underwent a laparoscopic ovarian cystectomy. Intraoperatively, monopolar scissor cauterized at the junction between the scissor tip and handpiece handle causing left iliac artery bleed with 1000cc blood loss. Patient required one unit of prbcs transfusion. Vascular surgery and general surgery consulted, and patient underwent emergency laparotomy with left external iliac artery repair. Unknown extended anesthesia time. Laparoscopic ovarian cystectomy procedure started at 09:52. Incident occurred around 11:00 and patient underwent emergent laparotomy with left external ilian artery repair. Procedure ended at 13:22.